Event description:
A malfunction was reported on a pump by the customer. There was no adverse impact to the customer's blood glucose level. The customer received assistance from technical support to reset the pump, and the malfunction code did not recur after the reset. The customer was instructed to continue using the pump and to contact support if the issue reappeared.